Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device was rotating at 27000 rotations per minute as soon as the mode switch was turned either to the forward or reverse position. It was noted that the device did not run in the locked mode. It was further determined that it was not possible to control the speed with a hand switch or the foot pedal, there was residue and deterioration on the surface of the motor and electrical control unit, and during disassembly several water drops came out of the device. The device also failed pretests for check for unintended motion, check power with power test bench, check speed with tachometer and check function with test hand switch. It was also noted that some of the pretests could not be completed. Therefore, the reported condition was confirmed. A device history review was performed, and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be traced to environmental issues.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant device and therapy dates: electric pen drive device, electric surgical knife device, foot switch device; (B)(6) 2020. UDI: (B)(4).

Event description:
This is event 2 of 2 of the same event. It was reported from (B)(6) that during an osteotomy surgery for alveolar bone, it was observed that while attempting to cut the maxillary palate, two electric pen drive devices had low power and the rotational speed would not increase. Additionally, the device started to work on its own even though the foot switch was not depressed. It was noted that there was no magnet around the device, however there was an electric scalpel around the device that was switched off but the device continued to run. It was reported that there was a sixty minute delay to the surgical procedure. The procedure was completed successfully with a spare device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.